Manufacturer narrative:
Results of investigation: the affected journey bcs articular insert was returned and evaluated. A review of complaint history revealed no prior complaints for the listed batch for the same failure. A review of the manufacturing records did not reveal any deviations that could have caused or contributed to the reported incident. Visual inspection of the part noted burnishing was observed in the bearing regions on the superior surface of the insert. The inferior surface displayed a minimal amount of abrasion, burnishing or deformation. The ps post was fractured near the tip. Optical microscopy of the fracture surfaces revealed the extent of this damage. The lab report concluded that the root cause of the post breakage appeared to be the result of posterior impingement of the femoral cam on the ps post and excessive loading. A clinical evaluation noted that based on the information provided, the approximate 6-8 month delay between the onset of pain/inflammation and the revision procedure along with the histopathology findings of anorganic debris/surgical material remains most likely contributed to the amount of poly wear/debris and resultant fibrous/ granulomatous synovial changes. All documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Per the lab, the cause of fracture appears to be impingement of the femoral cam combined with excessive loading, thus hyper-extension or other contributing factors cannot be ruled out. The patient impact beyond the reported pain, inflammation and revision surgery itself cannot be determined. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a dislocation of the total knee prosthesis fitted on (B)(6) 2010 was noticed few months ago (with no trauma or others condition that could have lead to a dislocation). A revision was planned but it appeared that the upper part of the central cam of the polyethylene was broken. A revision with a new insert is needed.